Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported patient had device implant due to complete heart block with ventricular escape rhythm in mid 20s. Rv lead required repositioning twice from rv apex to rv midstrenum as initial thresholds were greater than 3v and impedance 1500 - 1700ohms. Final rv threshold was 1 v at 0.4ms and impedance 927 - 1000ohms. After placing atrial lead, patient became unresponsive and extremely hypotensive. Emergency thoracotomy was performed "exploring possible cardiac tamponade." Patient died approximately one hour after resusitation attempts begun. Cause of death requested and not received. Follow up later revealed there was no allegation of implanted device/lead associated cause of death. "Device and leads were left intact implanted with incision closed."

Event description:
It was reported patient had device implant due to complete heart block with ventricular escape rhythm in the mid 20s. The rv lead required repositioning twice from rv apex to rv midstrenum as initial thresholds were greater than 3v and impedance was 1500 - 1700 ohms. Final rv threshold was 1 v at 0.4ms and impedance was 927 - 1000 ohms. After placing atrial lead, patient became unresponsive and extremely hypotensive. Emergency thoracotomy was performed "exploring possible cardiac tamponade." The patient died approximately one hour after resusitation attempts begun. The cause of death has been requested and not received.